Manufacturer narrative:
On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and directed customer to repeat the testing both on provue and manual using the same reagents, both provue and manual testing were negative. Customer repeated both tests using a fresh set of reagents, results were negative again for both tests which suggests that provue is performing as expected and reporting results correctly. The concern is isolated to a weak expression of the anti-e antibody. The investigation determined that the most likely root cause of this event was sample related.

Event description:
The customer is reporting false negative reactions on the provue with two samples from the same patient with a known anti-e. Manual gel testing of same samples was positive. 2 of 2.